Manufacturer narrative:
Internal file number - (B)(4). Correction: patient code 1964 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported detachment of device component (ccd/ remains on gripper line) appears to be related to the patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first mitraclip implanted on (B)(6) 2019 was filed under medwatch report # 2024168-2019-02820. The second mitraclip implanted is being filed under a separate medwatch report number.

Event description:
This is filed to report the complete clip detachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4+ and severe tethering of both leaflets. One clip was implanted reducing mr to 1+. On (B)(6) 2019, a control transesophageal echocardiography (tee) was performed, which found that the most lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) with mr grade of 4+. There was no tissue damage or tears noted. On (B)(6) 2019, a second procedure was performed to treat the slda and mr. One clip (90129u152) was implanted, reducing mr to 3+. Ten minutes later, the clip detached from the anterior leaflet and remained well attached to the posterior leaflet (slda). The mr increased to 4+. An additional clip (90215u129) was deployed laterally to the first slda, reducing mr to 3+. After deployment, the last implanted clip detached from both leaflets, but remained attached to the gripper line. An attempt was made to retract the clip into the steerable guide catheter (sgc) with the gripper line, but this was unsuccessful. The sgc and clip were retracted together to the femoral vein. A cutdown procedure was performed to remove the clip. No further treatment was attempted and the final mr was 4+. No additional information was provided.